Manufacturer narrative:
The used contact lens was not returned for inspection and lot number is unknown. A similar contact lens was returned unopened and inspected. The complaint is confirmed. The association between coopervision lenses and the incident is unconfirmed.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer.

Event description:
Point of purchase (pop) related a customer complaint in which the customer related previous use of lenses with no issues, within a week of wearing this lens it became too painful and resulted in an eye infection. Good faith effort has been made to obtain information but no information was received to date. This complaint is reported in an abundance of caution on the customer's alleged eye infection.